Event description:
The customer's blood glucose was unknown. It was reported that the customer received a no delivery alarm while trying to deliver a bolus. The customer stated the issue was resolved with an infusion set change. Explained the no delivery alarm to the customer. Advised to call back if the issue occurred in order to properly troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.